Manufacturer narrative:
Additional information was received on july 3rd, 2023, stating that the pump history was reviewed, and it demonstrated that the customer was manually requested the boluses. During troubleshooting, the pump was in working condition and turned on as expected.

Event description:
It was reported that the pump delivered a bolus without user input. There was no reported impact to customer's blood glucose. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.